Event description:
The surgeon reported that during cataract surgery with attempted implantation of the istent in the patient's right eye, the stent was unable to be implanted due to compromised visibility from bleeding. Additional information was requested and on (B)(6) 2015, the surgeon reported that during surgery iridodialysis occurred sub-incisionally. Postoperatively, the patient presented with persistant hyphema with elevation of intraocular pressure and persistent opacity of the capsule (fibrotic membrane residual of hyphema). The surgeon suggested a return to the operating room to evacuate the hyphema, but the patient preferred observation. The surgeon is planning a yag capsulotomy to remove the fibrotic membrane.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported event. Iris damage, hyphema, and iop elevation are listed in the device labeling as known inherent risks of glaucoma stent surgery. MFR ref #: (B)(4).